Event description:
It was reported that the patient's right lead had migrated. As a result, the patient underwent a lead revision procedure on (B)(6) 2022 wherein the lead was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.